Event description:
It was reported that the needle pierced through the bd insyte-n¿ autoguard¿ shielded IV catheter during the puncture. This occurred with 611 catheters. The following information was provided by the initial reporter, translated from portuguese: catheter transfixation when punctured, it breaks the silicone and may cause damage to the child.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through the bd insyte-n¿ autoguard¿ shielded IV catheter during the puncture. This occurred with 611 catheters. The following information was provided by the initial reporter, translated from portuguese: ""catheter transfixation" - when punctured, it breaks the silicone and may cause damage to the child."

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2339193, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle had pierced through the catheter tubing midway down its length. Therefore, based off the provided photo the engineer was able to verify the reported defect. However, without a physical sample available for investigation a definitive root cause could not be determined. Received one customer photo for investigation. The photo shows one used 24g insyte autoguard unit with no product documentation to indicate ref or lot. The unit has not yet been retracted and the needle can be seen spearing the catheter tubing around the midway point of the catheter tubing. The customer's reported defect was confirmed. If the damage originated during the manufacturing process, the device would have been received by the customer with the needle piercing through the catheter tubing making a venipuncture attempt unlikely. Since venipuncture was attempted, it is likely that the defect originated in the clinician environment during use. A needle spear through may occur in the clinician setting during tip adhesion break or during venipuncture if the needle is advanced at a wrong angle or if the needle is moved up and down the catheter tubing. The defect of ¿needle through catheter¿ was confirmed. Probable root cause: application error. H3 other text : see h10.